Event description:
The customer reported that while the unit was in use on a pt, the unit emitted smoke and lost ac power, but the unit continued to run on batteries. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative observed that the power supply smelled like smoke but continue to run on battery. The company representative replaced the power supply (0014-00-0033e05). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).